Event description:
It was reported that a patient experienced a skin burn on their upper thigh during a t-spine exam. There was no coil contact but the patient's thigh may have been touching the inner bore. The scan parameter for this exam indicated that the patient was rated as 375lbs and just fit the bore.

Manufacturer narrative:
The device was evaluated by a canon representative. They performed auto snr with the head/neck/spine/body coil combination and the coil combination tested and judged as good with low noise standard deviation. The facility's use at the time of the reported issue is currently under investigation.

Manufacturer narrative:
The device was evaluated by a canon representative. They performed auto snr with the head/neck/spine/body coil combination and the coil combination tested and judged as good with low noise standard deviation. The investigation concluded that due to the patient's size there was limited space within the gantry bore during imaging. It is highly likely that the patient's fingers were pressed directly against their posterior thigh. As a result of the this contact, an electric current was generated in the body loop formed by the side of the body and the arm. Additionally, due to the small contact area between the fingers and the thigh, the current density in that area increased, causing localized heating and resulting in burns. Contact between fingers and other parts of the human body is the most frequent cause for forming a human body loop. A caution regarding this is provided in the safety manual. The reported incident was caused by a user-related error.

Event description:
It was reported that a patient experienced a skin burn on their upper thigh during a t-spine exam. There was no coil contact but the patient's thigh may have been touching the inner bore. The scan parameter for this exam indicated that the patient was rated as 375lbs (height 5 fett 11 inches) and just fit the bore.